Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a follow-up. It was revealed that the right ventricular lead caused extracardiac stimulation. The lead was removed and replaced. The patient was stable.

Manufacturer narrative:
The reported event of extracardiac stimulation was not confirmed. Analysis was normal. No anomalies were found.